Event description:
Patient was undergoing embolization procedure for venous aneurysm using the penumbra ruby coils and nestor coils through .021" maestro microcatheter. During the procedure, the physician attempted to advance a ruby coil through maestro microcatheter, but could not advance the coil. While attempting to manipulate the ruby coil, it unintentionally detached. The physician completed the case with other coils and there was no adverse effect on the patient

Manufacturer narrative:
Result: the pusher assembly is kinked approximately 56.0 cm from the proximal end of the wire. The pet-lock is still intact .the distal detachment tip (ddt) is missing from the distal tip of the pusher assembly. The coil is kinked. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the coil would not advance through a merit 0.021" maestro microcatheter. The penumbra ruby coil is not compatible with this size microcatheter and should not have been used with an incompatible catheter. During the investigation, the returned coil specifications were evaluated and all measurements were within specification. The force used when attempting to push the coil into the microcatheter during manipulation exceeded product tensile strength specification and caused the ddt to fracture from the tip of the pusher. The cause of this complaint was user error. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.